Event description:
During use on a patient (no patient details reported), the device allegedly failed to display the patient's ECG and the defibrillator failed to charge. A second defibrillator was made available and used. There were no adverse affects to the patient reported related to the alleged malfunction.